Event description:
It was reported that the insulin pump had a frozen display and unresponsive buttons. The device rested and it still had a frozen display. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.